Event description:
The customer reported via phone call that the insulin pump had buttons that were not responding in order to complete the rewind process. The customer stated that he inserted a new battery, but the keypad issue persisted. The customer's blood glucose was 147 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer had also received the sensor end alert. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. No unexpected vibration or sensor message during testing. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.